Event description:
According to the reporter, during a laparoscopic distal pancreatic resection, at the time pancreas resection, the firing stopped halfway and a handle with a red circle, a slash, and an exclamation mark was displayed. The green button was reset for 10 seconds and released from the pancreas. The surgeon resected the pancreas again in another location (head side) using set of handle, adapter, shell, and reload. This led to 30 minutes or more extended surgical time.

Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6) sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n2k0596y sigpshell - sig power sigpshell control shell, lot# n3l2117y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was at the home position. There was no visible damage to the exterior of the adapter. Functional testing found that the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to a software and the strain gauge was responsive. The adapter had procedures remaining. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the software and no new errors appeared. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: universal asynchronous receiver-transmitter (uart) communications error. Functional testing found that there were uart communications errors in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.